Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited high pacing impedance. The lead was not used and replaced. The patient was in stable condition.